Event description:
It was reported via legal notification february 2023, that a patient underwent initial right tkr on (B)(6) 2017 and was implanted with exactech devices in the right knee. The arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the exactech devices. On or around on (B)(6) 2022, patient received a letter informing of devices recalled by exactech. After an MRI was performed on right knee, patient was advised that the knee replacement failed for reasons related to the defective device. As a result, the patient underwent revision surgery on right knee on (B)(6) 2022, approximately 5 years post initial procedure, for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. Patient experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. Further reported on (B)(6) 2024, the patient presents with a painful and unstable right knee replacement. The patient was noted to have aseptic loosening of the femoral component and marked osteolysis. The patient has failed conservative management including activity modification, anti-inflammatory medications, and injections. All options were discussed in detail with the patient and they decided to proceed with revision right total knee replacement. The surgeon reports "the patella was subluxated laterally. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be wear of the liner with delamination. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. [The patella was noted to be well fixed, but there was some wear on the patella.]" No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
(D10) concomitant devices: 02-012-41-2010 - logic tibia traptray cem sz 2f/1t: (B)(6), 02-012-35-2009 - logic tibia ps mod insrt sz 2 9mm: (B)(6), 200-02-29 - three peg patella 29mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00350. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."